Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code indicative of possible early battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was additionally reported that the device was successfully replaced. It was not reported whether the device would be returned for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code indicative of possible early battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service.